Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A system alarm occurred during a routine hemodialysis treatment. Due to clotting of the circuit, rinseback was only partially completed resulting in an estimated blood loss of 50cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the amount of time spent troubleshooting the alarm and performing rinseback. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. The exact cause of the reported alarms could not be determined. There have been no similar problems reported subsequent to this event. The user's guide provides adequate instructions for troubleshooting system alarms. Occasional alarms during dialysis treatments are expected and should not result in a blood loss if device labeling is followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.